Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/ (B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: percutaneous management of lead-related cardiac perforation with limited use of computed tomography and cardiac surgery. Pacing and clinical electrophysiology. 2021;44:614¿624. Doi: 10.1111/pace.14204 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead-related cardiac perforation. The article reports patients who experienced chest pain, dyspnea, and presyncope as symptoms of cardiac perforation. There were patients with perforations that had cardiac tamponade and underwent urgent pericardiocentesis or blood transfusion, patients who presented with hemothorax which required intercostal tube drainage or blood transfusion. Other patients had procedure related complications such as hospital-acquired pneumonia, esophageal perforation related to transesophageal echocardiography probe, acute kidney injury, with one attributed to pneumonia driven sepsis, heart failure decompensation which was complicated with pocket infection. The leads exhibited high capture thresholds, abnormal pacing parameters, loss of capture, absence of sensing, and abnormal lead impedance. Chest x-rays were performed in all patients before lead revision, along with transthoracic echocardiogram (tte). The leads were either replaced or repositioned. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.